Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and small bubbles in the plastic window behind the valve of the sheath issue occurred. When aspiration was done before changing the catheter, small bubbles were seen through the plastic window behind the valve of the sheath. Especially when the patient was in inspiration phase, slowly air bubbles were pulled in. The physician tried many things to get rid of the bubbles, but without success. With a new sheath the procedure could successfully be completed. The procedure was delayed 10 minutes due to the reported event. The procedure was successfully completed. No patient consequence. Additional information was received. In the hub, slowly air bubbles came in during patient inspiration. No leakage or broken part could be seen. No hemostatic valve dislodgement inside nor outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. No patient consequence. Not seen during or immediately after the procedure. It did not require treatment. No blood return. Picture provided and reported bubbles were seen in the part where the red arrow points (without having anything inserted through the valve).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When aspiration was done before changing the catheter, small bubbles were seen through the plastic window behind the valve of the sheath. Especially when the patient was in inspiration phase, slowly air bubbles were pulled in. The physician tried many things to get rid of the bubbles, but without success. With a new sheath the procedure could successfully be completed. The procedure was successfully completed. No patient consequence. The investigation was completed on 22-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).